Event description:
This case was reported by a consumer and described the occurrence of bitter taste in a female pt who received super poligrip ultra fresh denture adhesive cream for an unk drug indication. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip original denture adhesive cream. On an unk date, the pt started super poligrip ultra fresh denture adhesive cream. At an unk time after starting super poligrip ultra fresh denture adhesive cream, the pt experienced a sweet bitter taste in mouth altering the taste of food, tingling sensation on right side of body, numbness on right side of body, tingling sensation in hand an leg, numbness in hand and leg, heartburn, slurred speech, limping (leg), difficulty writing, difficulty sleeping on right side (due to tingling sensation) and inability to belch. The pt then tried super poligrip original denture adhesive cream and experienced burning sensation in throat. The pt felt that there was something wrong with both poligrip products (product complaint) and wanted to return the products for investigation. This case was assessed as medically serious by gsk. Treatment with both super poligrip ultra fresh denture adhesive cream and super poligrip original denture adhesive cream was discontinued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
MFR's comment: super poligrip (ultra fresh and super) is manufactured in another country. The lot number for these products is available and quality testing is pending. Additional lot # r06425.